Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the line interface printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Correction: additional components had been replaced at the time of the initial report. Device evaluation: the universal serial bus (usb) flash drive, line interface printed circuit board (pcb), and communication backplane pcb were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the usb flash drive and communication backplane pcb. No anomalies were observed. An investigation was performed on the usb flash drive and a serial number mismatch error was displayed on the screen; however, no error codes were recorded in the diagnostic logs after the test ventilator serial number was downloaded to the usb. No fault was found with the returned usb flash drive. An investigation was performed on the line interface pcb and communication backplane pcb and the reported issue could not be duplicated on either component. No error codes were recorded in the diagnostic logs during testing. No fault was found with the returned line interface pcb or communication backplane pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and duplicated the reported issue. The se replaced the line interface printed circuit board (pcb) with universal serial bus (usb) and the communication backplane pcb. The se performed extended self-testing on the device and all tests passed.